Event description:
On (B)(6) 2013, during a maintenance check performed by a mckesson employee at a customer site, it was discovered that 2 hard drives had failed on the customer's storage area network (san). As a result, some images were lost. No pt harm was reported.

Manufacturer narrative:
Mckesson medical imaging company identified that the 2 disk hard drives that failed on the san were part of temporary storage prior to permanent archival which may contain both reported and unreported studies. At this site, the majority of the lost studies were retrieved from archive. However, for 47 studies only the older images existed in the archive although all of the associated most current diagnostic reports were present. The images that were missing were for 37 studies from the period 2006-2010, and templates for 10 studies used for planning the orthopaedic surgery. For the 10 orthopaedic studies, the original/acquired images were not lost. Only the templates were lost. If these 10 studies are later viewed as priors, the radiologist is able to view these images and the corresponding reports. If an orthopaedic surgeon is to view these 10 studies, the templates can be recreated and/or the surgical notes/report can be viewed in the appropriate system(s). Mckesson reviewed the system's logs and determined that predictive drive failure messages were sent from both disk drives prior to their failure but the customer did not act on the messages and arranged to replace the hard drives. As a result, the drives failed and images are lost. Mckesson is determined that the product performed as intended and the customer has been informed to promptly act on predictive system failure messages.